Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3986ilc, lot# n24794, implanted: (B)(6) 2002, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. They noted that the day they went home from the hospital after the device was implanted it quit and did not work for even one day. The patient went back to see their health care provider (hcp) and manufacturer representative every day for a week after it was implanted but it was determined the only way to find out what was wrong was to open the patient back up. They had such a hard time with surgery that they said to forget it and left the device implanted.